Manufacturer narrative:
(B)(4). D10. Femoral stem cemented 12/14 neck taper - standard neck offset size 13 130 mm stem length item# 00785701300 lot# 65937931. 36mm i.d. Size e neutral liner item# 30103605 lot# 67489006. Unknown shell item# unknown lot# unknown. G2: foreign - event occurred in south korea. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a second revision of the left total hip approximately three months after completion of a two-stage revision due to dislocation. The patient previously had an initial left total hip arthroplasty. A two-stage revision was later performed for periprosthetic joint infection, with the second stage completed using implants. Approximately three months later, the patient underwent another revision for dislocation, during which all implants were revised without complications. Diligence is completed and no further information on the reported event has been provided.